Manufacturer narrative:
(B)(4). On (B)(6) 2015 the patient experienced peritonitis. The event of peritonitis was indicated by an elevated white blood cell count on (B)(6) 2015, confirming the event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. The patient was not hospitalized for the peritonitis event. On an unknown date in the same month as the onset of the peritonitis event, the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.